Event description:
The customer complained that the device shows the low battery and low power warning indicators, even though, it has not been used. The data downloaded from the device is indicative of a failure that may cause the device to be non-functional.

Manufacturer narrative:
Physio-control evaluated the device. The internal battery was observed to be siginficantly depleted. The root cause for the depletion of the battery could not be determined. A replacement device was provided to the customer.